Event description:
The manufacturer received information alleging the device failed the active exhalation verification section ( s+) (s+) pilot readings test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed the active exhalation verification section ( s+) (s+) pilot readings test step during testing. There was no harm or injury reported. Onsite service provided, replacement of the proportional valve and the three-way solenoid valve performed to address the issue.